Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat a persistent atrial fibrillation which it's considered off label use. Catheters prepped in usual fashion. Once deployed in the left atrium, the guidewire wouldn't advance. The catheter and wire were removed from body, and tried to manipulate wire. However, the catheter and wire were not behaving as expected. To solve the issue the catheter was replaced, and the procedure was completed without patient complications. The catheter was disposed.